Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient demographics requested however not provided.

Event description:
Product received as an unexpected return with report of the set leaking. The event occurred on catcr( cat scan center) . Although requested there was no additional event details provided by the customer. A note received with product that stated : "after 3 .5 hrs of infusion, tubing was noted to start leaking. Tiny crack noted to end of the tubing . Unclear if the tubing got closed in infusion chair or while pt. Got up to use bathroom". There was no report of patient or user harm per customer.

Event description:
Product received as an unexpected return with report of the set leaking. The event occurred at the catcr (cat scan center) . Although requested, there has been no impact to patient response or additional event information made available to date. (A note received with product that stated: "after 3.5 hrs of infusion, tubing was noted to start leaking. Tiny crack noted to end of the tubing. Unclear if the tubing got closed in infusion chair or while pt. Got up to use bathroom".

Event description:
Product received as an unexpected return with report of the set leaking. The event occurred at the catcr (cat scan center) . Although requested, there has been no impact to patient response or additional event information made available to date. (A note received with product that stated: "after 3.5 hrs of infusion, tubing was noted to start leaking. Tiny crack noted to end of the tubing. Unclear if the tubing got closed in infusion chair or while pt. Got up to use bathroom".

Manufacturer narrative:
The customer¿s report of the set leaking was confirmed on primary set model 2426-0007. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. A horizontal crack/cut on the tubing was observed nineteen inches above the male luer. Functional testing was performed; drops of water were observed to be leaking out of the location of the crack/cut on the set¿s tubing. The cause of the leak was due to a horizontal crack/cut on the tubing above the male luer. The root cause of the crack/cut in the tubing was not definitively determined.